Manufacturer narrative:
Product: analysis confirmed customer comment as the external pulse generator (epg) atrial connector had no output. It was also noted that the output connector assembly and hanger assembly were broken. There was an issue with the liquid crystal display (lcd) backlight connector on main printed circuit board (pcb). The on/off button flat, keypad was out of specification mechanical. The encoder assembly and one knob were contaminated. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial channel was not producing any output. The status of the device is unknown. There was no patient involvement reported. It was further reported that the epg does not blink or show up on the external analyzer. The device was returned for service.